Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had error 123. The logs pointed to universal motion controller (umc) 1 on the patient side cart (psc). The tse had the customer do an emergency power off (epo) of the psc and cycle the other breakers. The system powered back on and the error came back at power up. The customer would move cases to a different system for the day. This was a down system. The procedure was aborted to another da vinci system with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal motion controller (umc). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal motion controller (umc) for failure analysis investigation. The unit was analyzed and in logs, error 123 was found, indicating the failure occurred in the field. A visual inspection revealed no issues directly linked to the reported event. The umc board was installed in the golden system, and upon power-up, error 123 was triggered. The error pointed to the power-on self-test (post): uce3 external sdram data line, successfully replicating the reported issue. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
Refer to h11 for follow-up information.